Event description:
(B)(6) study. It was reported that moderate aortic regurgitation with moderate paravalvular severity occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus valve. Prior to the index procedure, heparin or other anticoagulant was given. The patient was on prior regimen of aspirin and antiplatelet medication (other than aspirin) at the time of the index procedure. The patient did not receive loading doses of antiplatelet medications. The aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Fifteen days after the index procedure, the patient was discharged on aspirin and clopidogrel. During the three-year follow-up visit, echocardiography revealed moderate aortic regurgitation with moderate paravalvular severity. Leaflet mobility was not evaluable. Aortic valve area was 0.72 cm^2 and mean aortic gradient was 17 mmhg. Mild mitral regurgitation was noted.